Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: with the double connection, if no cap is placed on the second connection it shoots out and contrast is ejected.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: with the double connection, if no cap is placed on the second connection it shoots out and contrast is ejected.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.